Manufacturer narrative:
H4: the lot was manufactured from may 18, 2020 - may 19, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The expected therapy time was 50 hours; however, after infusion completion an unspecified volume of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.